Event description:
It was reported that a large volume infusor underinfused during a 24-hour infusion. The device was filled with tazocin and had a starting weight of 285 g. After 24 hours, the weight was 107 g. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: the lot was manufactured january 17, 2015 ¿ january 19, 2015. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.